Event description:
It was reported that, approximately five weeks post implant, the right ventricular (rv) lead exhibited gross dislodgement, inappropriate capture of the right atrium (ra) and cross chamber sensing, as it was pulled back into the ra. The rv lead was repositioned to the rv septum and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.